Event description:
Report received of a tubing separation at the y-site. The customer states that the tubing set was just connected to the patient. A piggyback antibiotic was being connected to the most distal port, when it was reported that the set "fell apart, where the tubing goes into the y-site." The nurse intervened and the patient did not experience any bleed back or blood loss. The IV fluid infusing was lactated ringers. The antibiotic was part of the pre-medication orders prior to surgery. The tubing set was changed and the infusions resumed. The IV site remained patent. There was no report of adverse patient event. The customer contact reported that the staff was "playing" with another set of the same list number and the distal port and tubing separated in the same place. Additional patient information was requested, but no further information was available.